Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to metallosis.

Manufacturer narrative:
This report is being amended to reflect changes in brand name, common device name, model/lot #, implant date, date received by MFR, type of reports, if follow-up, what type?, device manufacture date, and additional MFR narrative. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Femoral stem 15 mm, catalog#:00663001500, lot#:43534500. Unknown femoral head, catalog#: unknown, lot#: unknown. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02236-2, 0001822565-2017-06242.